Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that an (B)(6) female patient had pressure sores under the back therapy electrode pads. The sores had been bleeding and oozing. The patient's nurse applied taperderm to the sores and the patient's physician advised the patient to end use of the device to allow the sores to heal. Follow-up indicated that the sores were healing and that the patient had ended use of the device.